Event description:
As reported by the patient¿s attorney, a boston scientific device was implanted. According to the complainant, the patient experienced pain, infection, worsened incontinence, urinary problems, dyspareunia and erosion as a result of the implant.. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.